Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("essure miro inserts perforating her bladder / bladder perforation"), uterine perforation ("essure miro inserts perforating her uterus / uterine perforation"), fallopian tube perforation ("essure miro inserts perforating her fallopian tubes / fallopian tube perforation"), device dislocation ("migration of the essure devices/ migration of essure device location of device: bladder / migration of essure device location of device: migration to bladder") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal malpresentation, urinary frequency, cesarean section and unintended pregnancy. Previously administered products included for an unreported indication: mirena, depo provera and nsaids. Concurrent conditions included obesity, lower urinary tract infection, epigastric pain, nausea, flatulence, burning sensation, bloating, fever, biliary dyskinesia, stress incontinence, frequency of micturition, constipation, bladder disorder nos, urinary urgency, unable to urinate, valsalva maneuver, coughing, labile affect, sneezing, premenopausal menorrhagia, nocturia, frequency of micturition, adenomyosis, endocervicitis, squamous cell metaplasia, overactive bladder and uterine enlargement. Concomitant products included antibiotics. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping) /heavy cycles with severe cramping"), menorrhagia ("abnormally heavy menstruation / prolonged and abnormal menstruation/menorrhagia) / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse (dyspareunia)"), migraine ("migraines"), headache ("headaches"), the first episode of alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal infection ("vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum decay"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), polyp ("polyps"), ovarian cyst ("ovarian cysts"), the second episode of alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the bladder perforation, uterine perforation, fallopian tube perforation, device dislocation, back pain, vaginal infection, migraine, headache, depression, anxiety, feeling abnormal, vision blurred, dysgeusia, gingival disorder, dental caries, endometriosis, adenomyosis, uterine leiomyoma, polyp, ovarian cyst, fatigue, weight increased, weight decreased and the last episode of alopecia was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, back pain, bladder perforation, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, polyp, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient also underwent surgery to repair her perforated bladder. She also required insertion of a bladder pacemaker for bladder control. Since her removal surgery, many of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: impression: 1, no acute process, 2, essure devices in place with no apparent complication. Hysterosalpingogram - on (B)(6) 2014: result- total bilateral occlusion. Hsg follow up essure "'pre urine pregnancy test. Impression: the fallopian tubes are successfully occluded with essure devices; on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: pre-post operative diagnosis: biliary dyskinesia procedure performed: single site robotic cholecystectomy. Diagnosis: gallbladder, excision- chronic a calculous cholecystitis; on (B)(6) 2017: gross description: the left fallopian tube .segment including fimbriae measure 9.5 cm. In length and average 0.5 cm in diameter. A distal 1.2 cm paratubal cyst filled with a small amount of clear fluid, is noted. More proximately a previously placed intratubal contraceptive device (mirena) is encountered. A similar device has been planted in the proximal segment of right fallopian tube, which with fimbriae measures about 11 cm in length and 0.5 cm in average diameter. Several small paratubal cysts are noted. Uterus with fallopian tubes. Myometrium ¿ adenomyosis. Endometrium- weakly proliferative phase. Cervix- mild chronic cystic endocervicitis with focal squamous metaplasia. Bilateral fallopian tubes- benign paratubal cysts and intratubal contraceptive devices (mirena).. Ultrasound scan - in (B)(6) 2016: abnormal with questionable location of essure devices bilaterally, otherwise normal noted. Most recent follow-up information incorporated above includes: on 29-nov-2018: plaintiff fact sheet received. Event outcome was updated for the event: abnormal bleeding(vaginal), abnormally heavy menstruation / prolonged and abnormal menstruation/menorrhagia) / abnormal bleeding (menorrhagia), heavy bleeding, cramping, abdominal bleeding, pelvic pain, dyspareunia(painful sexual intercourse), hair loss. Concomitant and historical conditions were added. Lab data was added. Reporter information was added. Historical drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforating her bladder"), uterine perforation ("perforating her uterus"), fallopian tube perforation ("perforating her fallopian tubes"), device dislocation ("migration of the essure devices") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstruation / prolonged and abnormal menstruation"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("painful intercourse"), vaginal infection ("vaginal infections") with vaginal discharge, migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum decay"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), uterine leiomyoma ("uterine fibroids"), polyp ("polyps") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery. Essure was removed on (B)(6) 2017. At the time of the report, the bladder perforation, uterine perforation, fallopian tube perforation, device dislocation, dysmenorrhoea, menorrhagia, genital haemorrhage, back pain, dyspareunia, vaginal infection, migraine, headache, alopecia, depression, anxiety, feeling abnormal, vision blurred, dysgeusia, gingival disorder, dental caries, endometriosis, adenomyosis, uterine leiomyoma, polyp and ovarian cyst outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, back pain, bladder perforation, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, feeling abnormal, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, polyp, uterine leiomyoma, uterine perforation, vaginal infection and vision blurred to be related to essure. The reporter commented: patient also underwent surgery to repair her perforated bladder. She also required insertion of a bladder pacemaker for bladder control. Since her removal surgery, many of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("essure miro inserts perforating her bladder"), uterine perforation ("essure miro inserts perforating her uterus"), fallopian tube perforation ("essure miro inserts perforating her fallopian tubes"), device dislocation ("migration of the essure devices/ migration of essure device location of device: bladder") and genital haemorrhage ("heavy bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included antibiotics. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstruation / prolonged and abnormal menstruation/menorrhagia)"), dyspareunia ("painful intercourse (dyspareunia)"), migraine ("migraines"), headache ("headaches"), the first episode of alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal infection ("vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum decay"), dental caries ("tooth decay"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), uterine leiomyoma ("uterine fibroids"), polyp ("polyps"), ovarian cyst ("ovarian cysts"), weight increased ("weight gain"), weight decreased ("weight loss"), the second episode of alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the bladder perforation, uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, vaginal infection, migraine, headache, depression, anxiety, feeling abnormal, vision blurred, dysgeusia, gingival disorder, dental caries, endometriosis, adenomyosis, uterine leiomyoma, polyp and ovarian cyst outcome was unknown and the vaginal haemorrhage, fatigue, weight increased, weight decreased, the last episode of alopecia and abdominal pain was resolving. The reporter considered abdominal pain, adenomyosis, anxiety, back pain, bladder perforation, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, polyp, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient also underwent surgery to repair her perforated bladder. She also required insertion of a bladder pacemaker for bladder control. Since her removal surgery, many of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events abdominal pain, alopecia, weight decreased, weight increased, fatigue, vaginal haemorrhage, were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.